Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A report transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered therapy for an supra ventricular tachycardia (svt) that the device had detected as a ventricular tachycardia (vt) episode which resulted in the patient receiving an inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.